Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would use a backup pump as alternate insulin therapy.